Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt discomfort with pacemaker and lead. Boston scientific technical services (ts) documented that device and lead was extracted. Furthermore, ts stated that there were no allegations against device or lead function, just patient complaint. The lead was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient felt discomfort with pacemaker and lead. Boston scientific technical services (ts) documented that device and lead was extracted. Furthermore, ts stated that there were no allegations against device or lead function, just patient complaint. The lead was surgically explanted. No additional adverse patient effects were reported.